Event description:
It was reported that during implant of the aveir leadless pacemaker (lp), the lp was inappropriately and unexpectedly in reset mode. The device was implanted successfully, and the device was restored to nominal settings. The patient was stable.